Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, resulting in a purple image, and damaged fiber bonding in the distal end of the outer tube. The root cause could not be determined. However, the investigation suggests the broken video cable likely caused the purple image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope displayed a green image. There were no reports of patient harm.